Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the left ventricular lead dislodged and there was no capture. During the lead revision, the physician had difficulty removing the lead from the device header and several wrenches and other tools were used to remove the lead. The lead was repositioned and then when it was re-inserted into the header, the set screw would not engage properly. The device was explanted and replaced, and the lead remains in use with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.